Event description:
It was reported that the lead caused extracardiac stimulation due to the patient's physiology. The left ventricular lead output was lowered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.